Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for battery out limit. The customer's blood glucose level was 188mg/dl. Troubleshoot was conducted and the customer was assisted with reprogramming date and time. The customer is being sent replacement battery cap. The customer was advised to monitor the device.